Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center a ventilator service required code was found in the device's error log relating to a permanent failure to the internal li-ion battery. The technician states the device's internal battery needs to be replaced to address the error code. The device is currently awaiting the replacement. Additionally, a ventilator service required reminder error code was found in the device's error log.